Manufacturer narrative:
The technician found that the brake casters were worn. Technician replaced both brake casters to resolve the issue.

Event description:
Technician alleged that the foot end brake casters were ratcheting when the brake was applied and the stretcher was pushed from the side. No pt impact.